Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (will not power on properly) has been confirmed. As received, the monitor would not power on. Upon evaluation, the monitor failed to program. The cause of the failure to program has been isolated to flash memory components (u102 and u105) computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.